Manufacturer narrative:
Continuation of d10: product ID cd9000 lot# serial# (B)(6) product type multiple therapy product product ID tm90p01 lot# serial# (B)(6) product type accessory product ID wr9220 lot# serial# unknown product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that "something's wrong with the recharger". The patient further explained that 2 days ago, they were charging the recharger on the dock (they would put the recharger away when not in use and bring it out to charge it and use it when they needed to charge their ins) and that they left the recharger on the dock overnight. The next day, they checked the recharger and it wasn't charged and the patient realized the little green light on the recharger dock was off. The patient stated they had to prop up the end of the dock and where the cable was going into the port with their handset wallet and the recharger dock light went green so they let the recharger fully charge. The patient stated couple hours later, when the recharger was charged, they put it on their back to charge their ins but they couldn't connect to charge the ins. The patient stated the application kept saying the recharger was off and that there was a 'problem." The patient stated they just tried it again today and they weren't able to charge the ins, the application kept asking if the recharger was on and then saying the recharger was not charged. The patient stated when they were waiting to talk to patient services, they got a message in the recharger application "system has encountered an unexpected error. Call medtronic for support 0x7688e8c7". The patient stated the recharger battery lights were now scrolling and when they put it on their back to charge the ins, it turned off. The patient stated "I hate this thing." And that they were 'always having trouble with it." Patient services did not ask further questions about this comment as they were focused on the reason for call. Patient services had the patient place the recharger on the dock and hold the power button down for ten seconds which resolved the issue and the recharger application showed the recharger was 'searching'. The patient was then able to place the recharger over the ins site and began to charge the ins with excellent connection. The therapy was off and the ins was at 10%. The patient stated they really wanted to charge the ins up and turn the therapy back on because the therapy really helped their symptoms and they experienced symptoms when the ins was depleted and off. The patient stated the therapy kept them from getting up at night and that without the therapy they've been getting up every two hours at night. The patient stated the ins died, they thought a couple days ago. Patient services reviewed recharger maintenance with the patient and how it should always be stored charging on the dock. Initially the patient stated the cable hadn't been going all the way in on the recharger dock but they were able to get the plug fully plugged into the dock but the little green light on the dock flickered when the patient moved it. The patient was using the thick recharging cable and the cable didn't look damaged. Patient services send an email to repair and the patient was sent a replacement charging dock. The patient was at 40% charge by call's end. The patient stated they were going to charge their ins up to 100% and turn their therapy back on. The patient stated they may call back to review turning their therapy back on when they were fully charged and stated from now on they would keep the recharger docked and charging when not in use. The patient also said they weren't too technically inclined and that sometimes they had trouble "getting to" their therapy settings. The patient stated it was "just on and off" and that they knew that what they were doing was probably the problem and the fault wasn't with the external devices. The patient was charging their ins at the time of this discussion, so patient services was unable to troubleshoot with the patient but advised the patient that they could call to review connecting to their settings and how to navigate in the micromytherapy application at a later date. Additional information was received from the patient. The patient called and said the last time they charged ins was "the last time I called". Patient said they are having issues with their new recharger. Patient said that they keep seeing "switch recharger" and "not found" when trying to connect with ins. Walked patient through switching recharger. Patient was able to connect and saw excellent connection during the call. Patient again mentioned they are having a return of symptoms and are "going every hour" and "up every two hours" at night. Patient said this has been going on for "at least five days" and that they have been trying to recharge everyday. Patient also mentioned their pain doctor talked to them about getting a stimulator in their spine, but patient is nervous as they do not like having to recharge their current implant. Redirected to hcp regarding other implantable device. Patient called on (B)(6)2023 and stated that they were having issues can't get the recharger to start charging the ins. Patient states every time they go to charge they have to call patient services (ps) to get assistance. Patient also stated they have difficulties getting the recharger right on the target and mentioned the battery moves a little bit. Ps walked patient through the recharging process and patient was able to clear the 3167 error code after the patient stated they already reset the recharger prior to calling us. Patient was able to establish an excellent connection on the call. Patient also mentioned they no longer see the 3 different battery levels when they connect with the communicator. Ps had difficulties trying to follow the patient. Call back was attempted on 01-jun-2023 to get additional details on ins moving and seeing if we could review battery levels when connecting with the micro my therapy app but ps only received voicemail.